Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for remote follow up via merlin.net with an implantable cardioverter defibrillator unable to be interrogated via radio frequency (rf) telemetry. A subsequent in clinic attempt to interrogate the device via rf telemetry was also unsuccessful. A firmware download was performed, and rf telemetry was successfully restored. The patient was in stable condition.